Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, a 31 mm epic mitral valve was implanted. On (B)(6) 2016, the valve was explanted and replaced with a 33 mm epic mitral valve due to mitral regurgitation. The patient is reported to be recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of this investigation concluded cusp 3 contained tears. There was fibrous thickening of all three cusps. Cusp 2 contained calcifications. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, tears, and calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.